Manufacturer narrative:
Other, other text: additional information d10, h3, h6 device evaluation: a sample was returned for investigation. No damage was identified during the visual inspection. Functional testing was performed. When inflating the unit with air, the cuff only inflated one side. The cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The reported failure was not confirmed. The root cause cannot be established. No action taken was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Manufacturer narrative:
Other, other text: additional information d10, h3, h6 device evaluation: a sample was returned for investigation. No damage was identified during the visual inspection. Functional testing was performed. When inflating the unit with air, the cuff only inflated one side. The cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The reported failure was not confirmed. The root cause cannot be established. No action taken was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that while changing the cannula, on a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube the cuff inflated asymmetrically causing leakage during mechanical ventilation. A tube change out was required and relieved child of reported discomfort and anxiety. No adverse patient effects were reported.